Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs placed inside of a globus sustain peek cage. Following the surgery, the patient developed radicular symptoms. Consequently, the patient underwent additional imaging. A CT scan dated (B)(6) 2013 demonstrated that the patient had developed ectopic bone growth. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2008: pre-op diagnosis: l3-s1 spondylosis/stenosis. Ls-s1 herniated nucleus pulposus. Post-op diagnosis: l3-s1 spondylosis/st enosis. Ls-s1 herniated nucleus pulposus. L4-5 facet arthropathy with instability. Procedure: decompression laminectomy and foraminotomies l3-s1. L5-s1 interbody fusion, pedicle screw fixation. L4-s1 transverse process fusion. Intra-op findings: subligamentous disc herniation l5-s1 with peek interbody fusion. Facet arthropathy with some instability noted grossly at l4-5. Globus medical reverse pedicle screw fixation l5-s1 with bmp transverse process fusion l4-s1. Per-op notes: fixation was performed at l5-s1 using a globus medical revere pedicle screw system, 6.5mm diameter screws. The screws were then compressed together to seat the interbody graft and a single crosslink placed to complete a solid construct. Bmp and gelfoam were then placed over the exposed dural sac and roots by a #7 flat jackson-pratt drain left in the epidural space. The transverse processes of l4 through s1 were then decorticated and bmp sponge wrapped in autologous laminar bone and placed in lateral gutters bilaterally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.